Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the sample was returned in two segments. The balloon was in its original folded configuration. The proximal segment contained the hub and the strain relief. The distal segment contained the rest of the catheter and the balloon. No other anomalies were noted to the catheter. The strain relief was removed from the hub. The catheter detachment underneath the strain relief was examined under magnification and the edges of the detachment were jagged. The catheter detachment was located just distal to the y-hub. Sanding marks were noted on the catheter at the point of the detachment. Functional evaluation: no functional testing could be performed due to the condition in which the sample was returned (i.e. Catheter detachment). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a complete circumferential catheter shaft break just distal to the y-hub. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during withdrawal of the pta balloon catheter from the packaging hoop, the y-adaptor wire port/inflation port became detached, rendering the device unusable. Reportedly, the another pta balloon catheter was used to complete the procedure. There was no patient involvement.